Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported fan failure could not be conclusively determined. However, based upon the information from okr, there was the possibility that this phenomenon was attributed to the aging deterioration of the electrical components to drive the fan or the fan, due to repeatedly use for a long-term use because more than six years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the reported event was not duplicated, and also that the fan of the subject device did not function due to the failure of the fan. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use, it was found that the emergency lamp indicator on the front panel blinked. There was no report of patient injury associated with this event.